Event description:
The tubing was broken from the purple adapter. The tubing was used on the patient. No change or harm in patient's condition. Supply chain obtaining vendor contact info to return device to co.